Manufacturer narrative:
.

Event description:
Severe hepatic decompensation [hepatic failure] case description: initial information received on (B)(6) 2015: this literature medical device case report was published in transplantation by vennarecci et al., with the title: "yttrium-90 radioembolization for hcc in the transplant setting: feasibility, clinical and pathological considerations" and concerned one patient who was part of a study aiming to evaluate the efficacy of yttrium-90 microspheres radioembolization (y90-re) in patients with hepatocellular carcinoma (hcc) prior to liver transplantation as a downstaging or a bridging treatment, as well as to evaluate the safety of the procedure and the correlation between the radiological and pathological response. Between apr-2007 and dec-2012, a cohort of 207 patients with hcc who underwent y90-re were retrospectively evaluated. The patients were divided into two groups - bridging and downstaging. Twenty-six (26) patients were considered possible candidates for liver transplantation. Y90-re was used as downstaging in 21 patients but as a bridge to liver transplantation in 5 cases. Ten (10) patients were transplanted in the downstaging group while 4 in the bridging group. On an unknown date, one patient (7.1%) of unspecified age and gender experienced a severe hepatic decompensation. The outcome of the event is unknown. No other information is reported. The authors assessed the event as severe but did not provide any seriousness or causality assessment. The company assessed the event of severe hepatic decompensation as serious (medically significant). Follow-up information has been sought. As of 01-feb-2016, no additional information has been received. The final/follow-up report will be sent within 30 calendar days on 04-mar-2016 case comment: the event hepatic failure is listed according to the current instruction for use for therasphere. Despite the limited information provided for the case and the possible contribution of the underlying disease, the company considers that the event hepatic failure is related to the therasphere procedure. This case is linked with the (B)(4) originating from the same literature article.

Event description:
Severe hepatic decompensation [hepatic failure]. Case description: initial information received on 29-dec-2015: this literature medical device case report was published in transplantation by vennarecci et al., with the title: "yttrium-90 radioembolization for hcc in the transplant setting: feasibility, clinical and pathological considerations" and concerned one patient who was part of a study aiming to evaluate the efficacy of yttrium-90 microspheres radioembolization (y90-re) in patients with hepatocellular carcinoma (hcc) prior to liver transplantation as a downstaging or a bridging treatment, as well as to evaluate the safety of the procedure and the correlation between the radiological and pathological response. Between apr-2007 and dec-2012, a cohort of 207 patients with hcc who underwent y90-re were retrospectively evaluated. The patients were divided into two groups - bridging and downstaging. About 26 patients were considered possible candidates for liver transplantation. Y90-re was used as downstaging in 21 patients but as a bridge to liver transplantation in 5 cases. About 10 patients were transplanted in the downstaging group while 4 in the bridging group. On an unknown date, one patient (7.1%) of unspecified age and gender experienced a severe hepatic decompensation. The outcome of the event is unknown. No other information is reported. The authors assessed the event as severe but did not provide any seriousness or causality assessment. The company assessed the event of severe hepatic decompensation as serious (medically significant). Follow-up information has been sought. As of 01-mar-2016, no additional information has been received. Final assessment on 29-feb-2016: no device failure has been identified as a result of this adverse event. Follow up information was requested to further investigate the event, but not received. No further information is expected. It has been assessed that no corrective action is necessary at this time and the report is final. Case comment: the event hepatic failure is listed according to the current instruction for use for therasphere. Despite the limited information provided for the case and the possible contribution of the underlying disease, the company considers that the event hepatic failure is related to the therasphere procedure. This case is linked with the case btg00589 originating from the same literature article.

Event description:
Severe hepatic decompensation [hepatic failure]. Initial information received on 29-dec-2015:this literature medical device case report was published intransplantation by vennarecci et al., with the title: "yttrium-90radioembolization for hcc in the transplant setting: feasibility, clinical and pathological considerations" and concerned one patient who was part of a study aiming to evaluate the efficacy of yttrium-90microspheres radioembolization (y90-re) in patients with hepatocellular carcinoma (hcc) prior to liver transplantation as a down staging or a bridging treatment, as well as to evaluate the safety of the procedure and the correlation between the radiological and pathological response. Between apr-2007 and dec-2012, a cohort of 207 patients with hcc who underwent y90-re were retrospectively evaluated. The patients were divided into two groups - bridging and downstaging. 26 patients were considered possible candidates for liver transplantation. Y90-re was used as downstaging in 21 patients but as a bridge to liver transplantation in 5 cases. 10 patients were transplanted in the downstaging group while 4 in the bridging group. On an unknown date, one patient (7.1%) of unspecified age and gender experienced a severe hepatic decompensation. The outcome of the event is unknown. No other information is reported. The authors assessed the event as severe but did not provide any seriousness or causality assessment. The company assessed the event of severe hepatic decompensation as serious (medically significant).case comment:the event hepatic failure is listed according to the current instruction for use for therasphere. Despite the limited information provided for the case and the possible contribution of the underlying disease, the company considers that the event hepatic failure is related to the therasphere procedure. This case is linked with the case (B)(4) originating from the same literature article.